Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information found the patient's ipg was explanted and replaced on 19may2021 to resolve the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported on (B)(6) 2021 the patient's ipg failed to establish consistent communication with external devices. Troubleshooting was tried to no avail. Surgical intervention may take place at a later date to address the issue. No other information is known at this time.